Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary: narrative functional issue couldn't be verified from the provided pictures. We are able to confirm that on the picture is far open/unlocked blade visible, which is in a used condition, but this does not confirm complaint description (couldn't be locked). Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot: part: 04.027.053s, lot: 62p1193, manufacturing site: bettlach, release to warehouse date: 28 july 2020, expiry date: 01. July 2030. A manufacturing record evaluation was performed for the finished device part: 04.027.053s, lot: 62p1193 , and no non-conformances were identified. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint cannot be confirmed for the pfna-ii blade l90 tan (part# 04.027.053s, lot# 62p1193) as the locking mechanism of the device functioned as intended upon assembly. While a definitive root cause could not be identified for the reported issue, it is possible that the foreign material present on the threads of the screw and under the sleeve caused the issue. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 04.027.053s, lot: 62p1193, manufacturing site: bettlach, release to warehouse date: 28 july 2020, expiry date: 01. July 2030 . A manufacturing record evaluation was performed for the finished device part: 04.027.053s, lot: 62p1193 , and no non-conformances were identified.,part: 04.027.053s, lot: 62p1193, manufacturing site: bettlach, release to warehouse date: 28 july 2020, expiry date: 01. July 2030. A manufacturing record evaluation was performed for the finished device part: 04.027.053s, lot: 62p1193 , and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: : part: 04.027.053s, lot: 62p1193, manufacturing site: bettlach, release to warehouse date: july 28, 2020, expiry date: july 1, 2030. A manufacturing record evaluation was performed for the finished device part: 04.027.053s, lot: 62p1193 , and no non-conformances were identified. Narrative functional issue could not be verified from the provided pictures. We are able to confirm that on the picture is far open/unlocked blade visible, which is in a used condition, but this does not confirm complaint description (couldn't be locked). Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent for an unknown surgery. During the surgery, the pfna ii blade failed to lock and damaged. When surgeon inserted blade and try to lock it, then it was not locked, surgeon removed that blade and used another one. The surgery was completed successfully with 10 minutes delay. The patient outcome was unknown. Concomitant device reported: unknown pfna ii nail (part#: unknown, lot#: unknown, quantity: 1). This complaint involves one (1) device. This report is for (1) pfna-ii blade l90 tan. This report is 1 of 1 for (B)(4).